Manufacturer narrative:
Correction : manufacturer narrative. Omit : a follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the customer was inquiring why basic mode option is not greyed out during programming selection process. They also inquired why there is no alarm if tubing is not loaded correctly. There was patient involvement but no patient harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. The root cause for the reported issue of an no alarm if tubing was not determined because no product or device logs were returned. The reported issue that there was an customer feedback on alaris features could not be confirmed; no further investigation of this event is possible at this time, and patient harm was reported.

Event description:
It was reported that the customer was inquiring why basic mode option is not greyed out during programming selection process. They also inquired why there is no alarm if tubing is not loaded correctly. There was patient involvement but no patient harm.